Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information indicates that surgical intervention was undertaken on (B)(6) 2024 wherein the ipg pocket site was revised, and remains in the left flank, to address the issue. No product was explanted.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced discomfort at the ipg site due to weight loss which caused the ipg to be more superficial. As a result, surgical intervention may be undertaken at a later date to address the issue.